Manufacturer narrative:
Revelant actions have been taken to address the issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: part number: 03.114.001, synthes lot number: h161606, release to warehouse date: 30-dec-2016, expiration date: n/a. (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for unknown injury on (B)(6) 2017. It was difficult to connect the drill sleeve and a counterpart. The surgeon tested another drill sleeve and felt better connectivity. The surgery was completed without a delay. There was no adverse consequence to the patient. This report is for one (1) 1.1mm lcp threaded drill guide. (B)(4).